Manufacturer narrative:
This report is submitted on 15 january 2021.

Manufacturer narrative:
This report is submitted on november 17 2020.

Event description:
Per the surgeon, it was found post-surgery per x-ray that the electrode was bent. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.